Manufacturer narrative:
The full lead was returned and analyzed. The analysis was performed and no anomalies were found,. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst also noted that the lead was returned with the helix fully retracted and blood and tissue visible in helix. Removed the blood/tissue and helix extends but is bent, operates and measures within specifications. Damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the helix did not extend after multiple positions. The lead was replaced. No patient complications have been reported as a result of this event.